Manufacturer narrative:
We have not received the device for evaluation since the device is still at the hospital. Hence, we could not conclusively determine the root cause of the defect. We have requested the contact person at the hospital for additional information. However, we did not get any response back from the contact person. There has been no serious injury nor would the malfunction result in a death or serious injury if it was to reoccur since the control unit could not be used for the procedure. However, we have decided to report the incident since our evaluation was based on the reported defect from our sales rep. And the user at the hospital rather than our hands-on evaluation with this defective device itself.

Event description:
The connector in the control unit was loose and was not connecting properly into the handpiece cable.